Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Stroke is a known potential adverse effect per corevalve instructions for use (IFU) and it was noted that the patient had a history of stroke. A conclusive assessment of the relationship between the stroke and the device had not be reached. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, complete heart block (chb), and a ischemic stroke were reported. Subsequently, a permanent pacemaker was implanted the same day. No additional adverse patient effects were reported.